Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 20, 2023 was filed inadvertently. The electrode array did not extrude into the external auditory canal. This report is submitted on july 12, 2024.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on december 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to extrusion of the electrode array into the external auditory canal. The patient was reimplanted with another cochlear device on (B)(6) 2023.